Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical troubleshooting assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device continually prompted medical personnel to "connect cable" while attempting to use the device on a patient. This message indicates that the device was not detecting the patient and, as a result, may not have been able to deliver defibrillation therapy if it were necessary. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised they are unsure if a backup device was utilized, nor were any further details available, including the patient's outcome.

Manufacturer narrative:
Physio-control has performed multiple attempts to contact the customer regarding the event and the disposition of the device but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.